Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "lead was bad". The right ventricular (rv) lead pace/sense portion was capped and replaced. No patient complications have been reported as a result of this event.